Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a deice failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was suddenly no longer able to hear with his ci. Testing carried out on (B)(6), 2011 showed several high impedances and possible short circuits. Previous testing results had been ok. An accident or trauma is not known.